Event description:
A distraction rod broke. The distracted mandible area is stable and no further adverse effects on the pt have been reported. The hospital will return the broken rod for evaluation after the explanation of the complete device in june 1997.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event cannot be evaluated because the device was not returned to howmedica leibinger gmbh, freiburg, germany for examination.